Event description:
The manufacturer received information from a third-party service center during the device evaluation that the power connector was corroded. There was no patient harm or injury. During the evaluation of the device, the service center reports that the device cannot be powered on and the unit's power cord is corroded with corrosion on metallic surfaces, dust/dirt contamination found inside the device found at evaluation. In addition, the device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information in relation to a recertified dream station auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dust and dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.